Event description:
Reporter alleged obtaining the results of 390 mg/dl, 202 mg/dl, 163 mg/dl and 143 mg/dl back to back within 10 minutes on the advantage system. Reporter stated that she took 24 units of insulin based off the 163 mg/dl result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The anomaly reported in the field was confirmed in the laboratory. The device exhibited no communication due to low battery voltage. Based on nominal settings, the device did not meet expected longevity. No device setting or usage information was available. Bench testing and automated electrical testing found no high current sources. Destructive analysis of the battery found no anomalies.

Event description:
It was reported that the device could not be interrogated.